Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that there were small pin holes in the catheter which caused leaking and saturation of the dressing on a female pt. It was also stated that there was no sign of infection or other issues. The cuff was excised and the catheter removed. A single cuff curl-tipped catheter was then placed in the pt.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.